Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom was reproduced and confirmed through evaluation. Evaluation experienced a delayed keypad response caused by a failed processor printed circuit board (pcb). The processor pcb and shielding was replaced.

Event description:
During baxter's evaluation, a spectrum pump had a delayed keypad response. There was no patient involvement.